Manufacturer narrative:
The part number is unknown. Therefore, UDI is unavailable. The product code is unknown. Therefore, the brand name, common device name, catalog number, lot number and 510k classification are unknown. The lot number device is unknown; therefore, the manufacture date is unknown. Concomitant medical products and therapy dates: motor device, (B)(6) 2020. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was discovered that the motor device snapped the burr device ¿bit¿ in half. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the cutting burr device was broken and stuck in the handpiece device. Therefore the reported condition was confirmed. The cutting burr device was examined using 25x magnification and rechecked on an optical comparator. It was reported that a full assessment of the device could not be performed due to the condition the cutter was received in. It was noted that a piece of the cutter was broken off below the laser marking which made the identification of the cutter and the lot number not possible. It was determined that the assignable root cause of the broken cutter was due to debris and residue buildup which prevented the lock tabs from moving into place. It was determined that the cause of the medical debris and detergent residue buildup was due to improper cleaning which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.